Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being submerged in water was not confirmed; however, the reported events of a driveline disconnect alarm and atypical power cable disconnect/low voltage alarms were confirmed via the provided log file. The log files from this controller contained data spanning approximately 8 days ((B)(6)2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Beginning on (B)(6) 2023, the patient¿s voltage values were observed to fluctuate to higher values than expected while batteries were in use in either power cable, exceeding the intended upper voltage threshold. Atypical power cable disconnect alarms (alarms that were not associated with a power source exchange) became active due to these fluctuating voltage values when the fault condition occurred within one power cable. Low voltage hazard alarms were also intermittently observed throughout some of these events, occurring as a result of the power cable disconnect fault condition occurring in both power cables simultaneously. The patient was observed to have switched to new batteries on (B)(6) 2023; however, the atypical power cable disconnect alarms continued to intermittently reactivate throughout the remainder of the data due to the voltage in the white power cable fluctuating to values above the upper voltage threshold. The patient¿s driveline was also observed to have been disconnected on (B)(6) 2023, temporarily stopping the pump. The driveline was reconnected approximately 2 minutes later on the same day, and the pump resumed speeds above the low speed limit at this time. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. The controller was opened and inspected at a component level, and no signs of fluid ingress were observed around or within the controller. Questions regarding the event, including the reason for the initial driveline disconnect, were asked multiple times and no responses were received. The root cause of the observed driveline disconnect alarm was unable to be conclusively determined. The root cause of the reported water submersion appeared to have been user error per the reported event. The root cause of the observed power cable disconnect/low voltage alarms was unable to be conclusively determined from the log file alone; however, these alarms could have become active due to the reported water submersion. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect, low voltage, and driveline disconnect conditions. The heartmate 3 patient handbook rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being submerged in water was not confirmed; however, the reported event of atypical power cable disconnect/low voltage alarms was confirmed via the provided log file. The log file from this controller contained data spanning approximately 8 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Beginning on (B)(6) 2023, the patient¿s relative state of charge (rsoc) values were observed to fluctuate to higher values than expected while batteries were in use in either power cable, exceeding the intended upper voltage threshold. Atypical power cable disconnect alarms (rsoc invalid faults that were not associated with a power source exchange) became active due to these fluctuating rsoc values when the fault condition occurred within one power cable. Low voltage hazard alarms were also intermittently observed throughout some of these events, occurring as a result of the fault condition occurring in both power cables simultaneously. The patient was observed to have switched to new batteries on (B)(6) 2023; however, the atypical power cable disconnect alarms continued to intermittently reactivate throughout the remainder of the data due to the rsoc in the white power cable fluctuating to values above the upper voltage threshold. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event and the return status of the affected products were asked multiple times and no responses were received. The root cause of the reported water submersion appeared to have been user error per the reported event. The root cause of the observed power cable disconnect/low voltage alarms was unable to be conclusively determined from the log file alone; however, these alarms could have become active due to the reported water submersion. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and low voltage conditions. The heartmate 3 patient handbook rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1: patient initials have been requested but not yet provided. Related manufacturer's report: 2916596-2023-02970. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an incident where their system controller and batteries were submerged under water. The patient was able to successfully change to their backup controller. Log file review found unusual rsoc values on (B)(6) 2023 around 2:08pm that may have been an indicator the equipment was submerged. The fluctuation in rsoc were associated with low power hazard and power cable disconnect events. The driveline was disconnected at 2:48pm before being reconnected at 2:50pm. The driveline was disconnected again at 3:00 pm. Review of the log files from the replacement controller did not find any unusual events.